Event description:
It was reported that during an unknown procedure, the device got jammed on the portion to be cut at the second use. It was required to use 3 devices on the same patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # 382a30. Additional information received: none of the devices could be reloaded. The devices have not had any incidents as such, the problem happens when we want to put a refill. The problem is the refills: they were put into the devices and supplied as return material and did not stapled! To summarize instead of one device and refills we had to use 3 devices and the refills were defective. Additional information was requested, and the following was received: for "none of these devices could be reloaded", could you please clarify if the reload could not be installed on device? Or did the reload could not be removed from device? The customer could not staple with the reload device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2022. Additional information received: the device could not be activated at all, it did not put staples and did not cut the tissue. H1: MDR decision: not reportable. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.